Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging unusual issue as ¿customer says that on occasions, his meter takes longer than 5 seconds to display a result and on occasions the result is displayed immediately with no countdown from 5 to 0¿. There was no indication that the product caused or contributed to an adverse event. This complaint is being ruled out as a reportable event due to the following conclusion: although the issue was not resolved during lfs troubleshooting and therefore a malfunction cannot be ruled out, the chance that this issue could cause or contribute to a serious injury/death is less than remote.